Event description:
The reporter did meter to hcp meter comparison tests, 1.5 hours apart. Reporters meter reading at home was 110 mg/dl. At the doctor's office, the hcp (surestep) meter read 200 mg/dl. Reporter did not have any symptoms. A control test was not done due to unavailability of supplies. The report notes that reporter had been cleaning the meter with control solution. On followup, the reporter checks the confirmation dot when testing, and described an accurate technique of applying blood. No harm was alleged.